Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse replaced the fuse which resolved the issue. Based on the analysis results, the reported error message was confirmed as replacing the fuse resolved the issue. The fuse is most likely the reason that caused the reported error message. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console presented error 188 during procedure, and that the procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.